Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was suction failure during ultrasound portion of a surgical procedure. The handpiece tip was clogging.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 6, 2003. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Phaco tips no further information was able to be obtained from this customer. However, no phaco tip sample was returned for evaluation for the report of a suction failure due to clogging of the tip during surgery. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The root cause cannot be determined conclusively. (B)(4).